Event description:
A customer in canada notified biomérieux of observing a potential contamination with legionella when using nucl.magn.silica 384t (ref. 280133, lot number z012mf1ms). The customer reported that they are experiencing contamination after the decontamination protocol performed by the field service engineer on (B)(6) 2022. At the time of this assessment, the species of detected legionella was not reported. At the time of this assessment, the number of impacted patient samples was not known. There is no indication or report from the laboratory that the issue result led to any false result, delay or adverse event related to any patient's state of health. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
A biomérieux internal investigation has been completed, following notification from multiple customers of contamination, with the following results: the investigation confirmed the contamination issue. It was done on retained kits from manufacturing site and also on raw material for batches currently released on the field at that time. The investigation demonstrated that the contamination comes from silica raw material from a supplier. The silica raw material produced internally are not impacted by the issue. Tests have been done to define if the source of the contamination was from viable bacteria or traces of nucleic acids. The contamination is essentially nucleic acid contamination; however, low environmental bacteria contamination have been also observed. Note that the nuclisens extraction reagents are not sterile nor claimed dna rna free, so a residual background signal could be expected. Investigation results highlighted that three (3) raw materials from one of our supplier are impacted by the issue. It corresponds to 15 different biomérieux finished product ref 280133 batches (list of batches: z012me1ms, z012mf1ms, z012mh1ms, z012mk1ms, z012ml1ms, z012mg1ms, z012ne1ms, z012nd1ms, z012nc1ms, z012nb1ms, z013af1ms, z013ag1ms, z013ah1ms, z013ak1ms, z013al1ms). All these batches were blocked with a product stop shipment and a field safety notice, fsca 5690, was issued on 01jul2022 to inform our customers of the issue and of the actions required. The final risk identified was the inability to render a result, or having delayed results, according to the fact that a negative extraction control must be used in extraction run. The investigation confirmed that there is no safety risk for users. All other silica raw materials corresponding to silica batches currently on the field have been tested and are not impacted by the issue. Performances of all impacted silica batches have been verified on viral parameters and other applications than bacterial ones and did show that there was no impact using them. All applications for which the negative extraction control is valid, i.e. Negative, in downstream application, can be exploitable. Nevertheless, batches verified by r&d investigation to be not concerned by the contamination issue were sent as replacement for customers performing bacterial nucleic acids amplification. A CAPA with an investigation at supplier level has been opened, and while awaiting the outcome, biomerieux has put additional testing in place to secure any new batch release.